Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead became dislodged and fell into the ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.